Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to insufficient blood flow as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that while drawing blood, blood begins to enter tube but then stops and tube is unable to be filled with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 6 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from german to english: while taking blood samples with slbcs, some blood flows into the tube after successful venipuncture, but as soon as a blood collection tube is infected, no more blood flows and the tube can not be filled. The tubes used are still not above the best before date and different tubes have been tested. The problem occurred in 6 out of 8 slbcs used.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while drawing blood, blood begins to enter tube but then stops and tube is unable to be filled with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 6 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: while taking blood samples with slbcs, some blood flows into the tube after successful venipuncture, but as soon as a blood collection tube is infected, no more blood flows and the tube can not be filled. The tubes used are still not above the best before date and different tubes have been tested. The problem occurred in 6 out of 8 slbcs used.